Manufacturer narrative:
The report of hemolysis and suspected thrombus were confirmed through the evaluation of the returned pump. Based on the information, the patient had an emergent pump exchange due to increased lactate dehydrogenase (ldh) levels and the left ventricle¿s inability to unload at very high pump speeds (please reference MFR report #0002916596-2014-01306). The explanted pump was returned with the percutaneous lead cut at the pump end bend relief and the severed portion was not returned. The inflow conduit and outflow graft were not returned. Examination of the pump blood-contacting surfaces found tissue-like thrombi in two of the rotor vanes. The tissues were denatured and showed a curved shape with laminated layering, indicating that the thrombi may have initially formed around the inlet bearing. The observed thrombi would have contributed to the reported hemolysis. The evaluation could not conclusively determine the cause of the thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under loaded conditions using a mock circulatory loop and functioned as intended. The data retrieved from that testing revealed normal pump power consumption comparable to the pump power consumption retrieved during the manufacturing process. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the surgeon was able to explant the pump via full sternotomy. The patient has reportedly been doing well and continues to be an in-patient on the telemetry floor.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: tea color urine, high watts. Additional information also included indicated: hemolysis: yes. Chest pain: yes. Device malfunction: n.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was admitted into the hospital due to hemolysis and concern for pump thrombosis. The pt's ldh was climbing her left ventricle would not unload at very high pump speeds. An emergent pump exchange was performed. The inflow conduit along with the outflow graft was left implanted because there was no evidence of a clot there. A clot on the inflow stator was noted via the bronchoscope and visual inspection by the hospital staff.